Event description:
New information received notes that the device was explanted. No adverse patient consequences were reported.

Manufacturer narrative:
The reported field event of sensing anomaly could not be replicated in the lab. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented with over-sensing of noise noted on the implantable cardioverter defibrillator. This resulted in pacing inhibition and patient fatigue. No intervention or adverse patient consequences were reported.